Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 1 nov 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, complaint was not confirmed. There was zero error codes found. The device was corrected. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, g and h updated in this report.